Event description:
Event occurred in brazil. Damaged haptic after implantation. Root; damaged haptic. "After implantation, it was observed that the haptic was broken (defect). Identification was only possible after the lens had been implanted in the patient, as this is a device supplied ready for use. As a result of the incident, the patient was harmed and was promptly referred to another department, where they remain under follow-up. Power: 23.0 d - brand: hoya - supplier: adapt". The notification stated that the patient had been transferred to another department and remains under observation. Facectomy surgery. After implantation, it was observed that the haptics were broken. This defect could only be identified after the lens had been implanted in the patient, since it is a device that comes ready for use. As a result, the patient suffered harm and was promptly referred to another department, where he remains under retina observation for a new surgical approach to removal and implantation of a new lens. During the surgery there was capsular damage. Problem code: a0414 - material split, cut or torn.

Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.